Manufacturer narrative:
Updated fields: a2 corrected fields: d4, d10, g4 h6: added clinical codes , medical device problem code and component code d10: (B)(6) 230-03-02 - optetrak asy, cr cemented femoral, sz 2, (B)(6) 204-04-21 - trapezoid tibial tray sz 1f/1t, 2f/1t (B)(6) 200-02-35 - three peg patella 35mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1, d2a, d2b, g3, h4, h6. The following sections were corrected: d4, h6. MDR section codes updated/corrected: a, b, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 135 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear polyethylene wear, osteolysis, aseptic loosening. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.